Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the large volume pump module did not deliver keytruda on (B)(6) 2024 at approximately 1223. The rate of infusion was barcode scanned for 288 ml/hr, with a volume to be infused of 108 ml and a total bag volume of 144 ml. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: manufacturer narrative. Investigation summary: the reported event that the returned pump module did not infuse was not confirmed or replicated during this investigation a review of the device logs showed that the returned device received a remote IV for keytruda (drug ID 920) to infuse at the rate of 288 ml/hr with the volume to be infused (vtbi) of 144 ml on 27 may 2024 at 12'25 am. At 12.55 pm, the infusion completed on schedule ending in a keep vein oper (kvo) alert with the primary volume infused (pvi) of 144 19 ml and then immediately, the suspect device was reprogrammed to infuse an additional 200 ml. At 12:58 pm, the suspect device was selected to program a one (1) hour delay for the infusion in the delay options. At 1.58 pm, the one (1) hour programmed delay completed and immediately, an additional delay was programmed for one (1) hour. At 2:29 pm, a channel disconnect occurred and the suspect device was removed. There were no other infusions that occurred on 27 may 2024: laboratory test results performed on the reported suspect device confirmed that the pump module was operating as intended and within specification. The internal inspection process performed on the returned pump module found no irregularities. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcd event log. It is also not possible to determine what the fluid is that is contained within the IV container this is not a function of the pcu event log; it only can reflect the inputted. Information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Per bd alaris user manual (v12.1.2), proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris tm system is not intended to replace supervision by medical personnel the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event that the returned pump module did not infuse was not determined during this investigation. The review of the device logs showed that the returned device received a remote IV and infused to completion on the reported date and time.

Event description:
It was reported that the large volume pump module did not deliver keytruda on (B)(6) 2024 at approximately 1223. The rate of infusion was barcode scanned for 288 ml/hr, with a volume to be infused of 108 ml and a total bag volume of 144 ml. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module did not deliver keytruda on (B)(6) 2024 at approximately 1223. The rate of infusion was barcode scanned for 288 ml/hr, with a volume to be infused of 108 ml and a total bag volume of 144 ml. There was patient involvement but no harm.